Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1064, cer option type 1 tpr sleve -6, (B)(4); 650-1057, cer bioloxd option hd 36mm, (B)(4); hip-other-liners-unk, hip-other-liners-unk, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient's right hip was revised approximately one month post implantation due to periprosthetic fracture requiring orif. Patient was revised again seven months post implantation due to severe periprosthetic fracture with escape of trochanter and subsidence of stem requiring orif. No further information is available at this time.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of medical records received. Operative notes confirm that the patient underwent revision of the right hip due to periprosthetic fracture and aseptic loosening. Review of x-rays revealed arthroplasty components are anatomically aligned. Operative changes are present from fixation clamp placement at the site of an oblique periprosthetic femur fracture and the alignment is anatomic. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.